Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been having issues with calibrating the sensor and it has been progressively worse the past two months. Customer blood glucose was 40 mg/dl and sensor reading was 90 or 80 mg/dl. Customer stated the low occurred in the middle of the night and she treated with juice. Customer declined troubleshooting. Customer reported cosmetic damage to the insulin pump. No further information reported.